Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the middle section of the pipeline failed to open, and repeated attempts to resolve the issue were unsuccessful. Suspecting twisting or other causes, the stent was withdrawn and replaced with another stent, which resolved the problem. Additionally, the intermediate catheter could not advance further ("up high"), and the system repeatedly disengaged. Multiple attempts to navigate the bend were unsuccessful, preventing further advancement. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for dissecting treatment of a fusiform, unruptured right v4 dissecting aneurysm with a max diameter of 8mm and a 6mm neck diameter. Landing zone: distal: 2.8mm and proximal: 3.2mm. It was noted the patient's vessel tortuosity was moderate. The access vessel had a 10mm diameter. Patient was noted to have a medical history of hypertension level 2. Dapt (dual antiplatelet treatment) was administered and the pru level met the standard. The angiographic result post procedure shows the blood flow was smooth.

Event description:
Additional information received reported the procedure was complete by replacing catheter with another brand. The intermediate catheter navien could not be fixed in one position and fell under the blood vessel. It could not play a supporting role. The cause of the failure to open may also have something to do with blood vessels. The pipeline was not placed in a vessel bend when it failed to open. Resheathing was done in an attempt to open the pipeline. There was obvious no damage to the pipeline. The access vessel was the femoral artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.